Event description:
During a tmj reconciliation a revision surgery was identified. The original implants were removed due to infection and the patient received new biomet tmj implants on (B)(6) 2012. The date of the explant revision surgery is unknown at this time.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File three of six for the same event.